Event description:
Recurring dislocations. 78 yr old male.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.